Manufacturer narrative:
Feb 2019 quarterly asr report. Exemption e2013025. The total number of events for product classification code otp is 4. Qty 2- avaulta plus biosynthetic support system - anterior, sterile. Qty 2- avaulta plus biosynthetic support system - posterior, sterile. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 feb 2019 quarterly otp.xlsx]. H3 other text: sample not received.

Event description:
Feb 2019 quarterly asr report.